Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the staple line was incomplete. The staples did not catch both side of the stomach. The staples did not form and looked crushed on the anterior side of the stomach.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the secondary damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the stomach fundus during a laparoscopic sleeve gastrectomy procedure on (B)(6) 2017, a malformation occurred at the blue cartridge on the stomach staple line about 5 mm long. Openness was seen and bleeding occurred due to this openness. The surgical time was extended 30 minutes or more and the incision was extended as well due to the malformation and bleeding. The problem part was closed and the bleeding was resolved after endoscopic suturing. The patient was alive.